Manufacturer narrative:
The surgeon reported that the patient developed an infection four weeks after post-operation. The surgeon removed the fat graft, irrigated the area, and scrapped the implants.

Event description:
The surgeon performed an incision and drainage on the patient's left tmj devices.